Manufacturer narrative:
B3 was updated to reflect event date. B5 and h6 were updated to reflect. No patient involvement.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump failed the upstream occlusion test. No patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the downstream occlusion sensor seal bubbled up. Sensor and functional testing was performed. The issue was confirmed but was found to be due to the fact that the customer turned off the upstream sensor.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump failed the upstream occlusion test. There were no injuries or adverse events reported.